Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that, during attempted implant of this lead, multiple repositioning attempts were made due to difficulty extending the helix. Impedance measurements were initially within range when tested on the pacing systems analyzer (psa), but were later over 3000 ohms through both the psa and the associated device. The lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that, during attempted implant of this lead, multiple repositioning attempts were made due to difficulty extending the helix. Impedance measurements were initially within range when tested on the pacing systems analyzer (psa), but were later over 3000 ohms through both the psa and the associated device. The lead was replaced. No adverse patient effects were reported.